Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the inability to remove the clip delivery system (cds) from the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The system was over-straddled to compensate for the transseptal puncture that was too high. The first mitraclip was successfully deployed, but the cds became stuck on the curve of the sgc during removal of the cds. Troubleshooting steps were performed, but the cds could not be separated from the sgc; therefore, both devices were removed together as a unit. Outside the anatomy, the cds was removed from the sgc using great force. A new sgc was inserted through the same transseptal puncture and two additional clips were successfully implanted reducing mr to 1. There was no reported adverse patient sequela or a clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficulty removing the clip delivery system (cds) from steerable guide catheter (sgc) was not confirmed. There was no resistance was noted upon retraction/removal. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use instructs to use echocardiographic guidance while advancing and retracting the cds from the guide, iteratively, as needed while maintaining the guide in the left atrium. Stop when the guide ro [radiopaque] tip ring is between the ro alignment markers of the sleeve, as confirmed under fluoroscopic guidance. All available information was investigated and a definitive cause for the reported difficult to remove cds from sgc could not be determined. The reported improper or incorrect procedure or method appears to be related to user error as the device was over straddled to compensate for the high transseptal puncture. There is no indication of a product quality issue with respect to manufacture, design or labeling.